Event description:
The user facility reported they initiated a diagnostic cycle and water leaked out of the front of the system 1e processor onto the floor. The customer manually cancelled the cycle and placed a service call to steris. The leak covered an approximate 5 foot wide area and was cleaned prior to the technician¿s arrival. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, placed the system 1e into service mode, activated the fill valve and observed water leaking out from between the inflatable seal and underside of the general processing tray. The technician deactivated the fill valve, further inspected the unit and observed the drip pan was completely full. The technician deinstalled check valves ck2 and ck3, inspected the check valves and found no anomalies. The technician proactively installed new ck2 and ck3 valves, ran a diagnostic and processing cycle and found the unit operational. On (B)(6) 2013, the technician again visited the user facility to perform a pm. The technician found the drip pan completely dry, ran several test cycles and observed only a few drops of water in the drip pan after each cycle completed. The technician found no signs of leakage on the header block, observed ck10 installed correctly and saw no obvious cracks or defects in the processing tray and qd posts.